Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer did not follow the proper air removal techniques when filling cartridge. Clinical support educated the customer on the proper air removal techniques. Customer's blood glucose level was approximately 150 mg/dl. The cartridge and syringe needle was changed multiple times to resolve the issue.